Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality and no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.